Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal pulled through the sheath. The sheath was split open. According to the account the proper steps to deployment were followed. Hemostasis was achieved via manual compression. The estimated blood loss was less than 250cc. The patient was in stable condition and the procedure outcome was a success. Additional information was received on 19aug2021. The procedure being performed for the patient prior to use of closure device was a left heart catheterization (lhc). A 6fr procedural sheath was used. A pre-deployment angiogram was performed. The angio-seal (as) pulled through the sheath, meaning the anchor and all components pulled back out upon withdrawal. The sheath was split open when they pulled it back, they could see that all the parts were still there. They did not split the sheath intentionally to view contents.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and packaging. The returned device was subjected to visual analysis. Visible signs of blood were seen on the device. The hemostasis sheath and carrier tube assembly had been separated. The hemostasis sheath was found to have had curved tubing. The carrier tube was returned in the fully rear-locked position. The anchor was visible within the bypass tube along with the suture and collagen. The collagen had expanded due to moisture absorption. A tear was identified on the carrier tube proximal to the collagen. The tear was reported to have occurred incidentally while withdrawing the device. Functional testing was unable to be performed due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined, but the likely root cause could be an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed due to the condition of the returned device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.